Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen and unresponsive on the quick bolus menu. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer's blood glucose was 271mg/dl.